Event description:
Hamilton medical ag received the following event description: when this c1 ventilator was being used on the patient in pcv+ mode, an alarm suddenly sounded, and the screen displayed te246015, 485001, 433001, and 446029, after which the ventilation operation stopped. Ventilator had to be replaced. However, there was no harm to the patient. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). Investigation outcome: the device was operating normally for several months. All relevant checks before the event, including the leak test and flow sensor calibration on (B)(6) 2025, were successful and did not indicate any underlying problem. On (B)(6) 2026 at around 14:58, several technical faults occurred almost at the same time. Switch to ambient state, a timeout in the breath monitoring function, and a watchdog failure. Shortly after, the device reported battery communication errors. The system then experienced a fatal system crash and after restarted, returning to ventilation software at 15:05:43. The analysis the logfile shows multiple power supply values being reported as extremely low and physically impossible. This strongly indicates that the device was no longer receiving valid data, rather than experiencing a real power supply failure. The most likely root cause was identified as a communication problem between the esm and the control and/or driver board. This communication failure led to invalid measurements, missed timing signals, and watchdogs. To correct the issue and prevent recurrence, replacement of the control board or the esm is recommended. This case is considered as closed.